Event description:
The manufacturer received information alleging a red screen condition occurred. There was no patient harm or injury reported with this notification. The device was not in patient use. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported "the manufacturer received information alleging a red screen condition occurred. There was no patient harm or injury reported with this notification. The device was not in patient use." The trilogy evo ventilator was returned to a third-party service center for evaluation, and the customer's complaint was confirmed. During the evaluation, it was noted that an error indicating that the machine flow sensor drifted above specification was observed. In conclusion, the device's machine flow sensor was replaced to address the issue. A final report is being submitted. If new information becomes available, a follow-up report will be completed.